Manufacturer narrative:
Unit received with slightly loose drive support disk. Unit received missing end cap sticker. Unit received with broken reservoir tube lip. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call that drive support cap was protruded. Customer's blood glucose was 82 mg/dl. Customer reported of pressing the cap. Insulin pump would need to be replaced.